Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was 150mg/dl. The customer was instructed to remove the obstruction and reload the cartridge the resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.